Event description:
Upon removal of port the catheter fractured into pieces in the vein. Patient was taken to cath lab where piece was removed as foreign body.======================manufacturer response for vortex port, vortex port (per site reporter).======================they manufactures rep pick up the device for evaluation. No reponse.